Event description:
It was reported that the pump battery was charging slower than expected. There was no reported adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.